Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited high capture threshold and phrenic nerve stimulation. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.